Manufacturer narrative:
Concomitant medical products: product ID: unknown ICD, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an abrupt increase in defibrillation impedance and the impedance was now high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 19.5 cm, 20 cm,and 20.3 cm. The proximal conductor was fractured at 49.8 cm the right ventricular defibrillation coil was fractured at 51.3 cm and the interior superior vena cava defibrillation cable was fractured at 21.2 cm. If information is provided in the future, a supplemental report will be issued.